Manufacturer narrative:
Update: the complaint has been reopened because the devices were available for evaluation. Examination of the returned liner confirms wear of the poly material. There is, however, nothing that appears excessive of note for the length of time implanted. There is also evidence to confirm disassociation of the devices while implanted. Device and records eval did not however identify or verify product error with regard to the reported event. Based on the investigation, corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of poly wear. Update - during investigation discovered disassociation.